Event description:
A medtronic representative reported that during a l5-s1 spinal fusion all instruments navigated accurately except for the globus drivers with black and silver suretrak clamps attached. The suretrak clamps were easily calibrated onto the globus drivers and when tested on the spinous process after calibration, they tracked accurately in the navigation software. Once they tested the instruments deeper in the anatomy, both drivers with suretrak attached showed 4-5mm inaccurate in the inferior direction. The user attempted to recalibrate the globus drivers with the suretrack clamps, but were unable to achieve desired accuracy. They used a c-arm to place screws and an oarm for the final spin. All screws were placed accurately. No impact on patient outcome.

Manufacturer narrative:
After further troubleshooting the issue it was determined that the reason the suretrak clamps were not navigating with optimal accuracy was due to the design of the drivers they were being calibrated onto. The representatives found a work around to make the interface between the driver and the suretrak clamps more secure which resolved the issue.

Manufacturer narrative:
Further evaluation found that the reported issue was due to use error as the placement of the planar probe was not in-line with the screwdriver during the calibration process. A training session on proper calibration technique was provided for the site.